Event description:
It was reported that approximately one week prior to the date of this report the patient experienced an allergic reaction. The patient¿s legs and eyes were swollen and the patient went to the hospital. The pump was turned off a week ago. While the patient was in the hospital, the kidney check was ¿ok¿ and after 3-4 days the swelling went down. The pump was restarted by the health care provider on (B)(6) 2015. At the time of the event this device system delivered morphine. However, reportedly the new medication was not morphine but stronger than morphine. Additional information was requested to clarify event details, troubleshooting, resolution and the current patient status. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).